Manufacturer narrative:
Zoll has not yet received the autopulse platform (s/n:(B)(4)) for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Not returned to manufacturer.

Event description:
It was reported that during a shift check, the autopulse platform (s/n: (B)(4)) displayed the following warning messages: system error - out of service - error code 132 (internal watchdog timeout) upon powering on. No patient involvement was reported. During the evaluation, the archive data indicated the following errors: 12, 45 and 17. The power distribution and processor boards were replaced.

Manufacturer narrative:
The autopulse platform (s/n# (B)(4)) was returned to zoll (B)(4) for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection was performed and no discrepancies were observed. A review of the archive was performed and found "system error 132 - internal watchdog timeout" to have occurred on the reported event date of (B)(6) 2016, thus confirming the customer's reported complaint. The archive data also indicated the following errors: 12, 45 and 17 which are unrelated to the reported complaint. Functional evaluation of the returned autopulse platform was unable to be performed as a system error -out of service message was observed upon power up, therefore confirming the reported complaint. Further investigation determined that the processor board was replaced to remedy the system error fault. Additionally, the power distribution board (pdb) was replaced per routine service procedure. In summary the customer's reported complaint that the autopulse platform displayed "system error 132" was confirmed during archive review and functional testing. The root cause was determined to be a defective processor board. After replacing the processor board, the autopulse platform passed all the testing and meets all required specifications.